Event description:
Through implant patient registry and medical records, it was learned that a patient with a 29mm 7300tfx mitral valve was explanted approximately one (1) year recurrent endocarditis with thrombus and pannus. The replacement valve was a 33mm non-edwards device. Per medical records, the patient presented to the ed with expressive aphasia and was found to have multiple acute infarcts and mass on the prosthetic mv due to the marantic endocarditis. The patient underwent redo-mvr. Intraoperatively, it was noted that there was a large mobile mass slipping in and out of the ventricle through the mv, thrombus on the leaflets and sewing cuff of the valve. The 29mm 7300tfx valve was explanted and replaced with a non-edwards valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned that a patient with a 29mm 7300tfx mitral valve was explanted approximately one (1) year due to thrombus. The replacement valve was a 33mm non-edwards device. Per medical records, the 29mm 7300tfx valve was replaced in 1/2018 due to embolic thrombus.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.